Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Blood glucose reading was 2 mmol/l. Customer was treated with food for their low. The customer declined to troubleshoot for reported low blood glucose event. The insulin pump will not be returned for analysis.